Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was unable to implant the leads where they wanted to due to a buildup of scar tissue. The patient had a shocking or jolting sensation. Every time they moved the stimulation would ¿bite [them]¿. It felt like a shocking. The patient would be in one position and then stimulation would be at a 150 and it would feel good, then they would change positions and it would shoot up to a 200. They did not confirm this with the patient programmer but they were going off what they felt. It was noted that in some positions they would not feel anything. The patient was told that after trial they would be able to recalibrate the patient so that this would not happen when they got the permanent implant but they had yet to get any assistance with this. The implant was performed a couple months after the trial. The patient wanted to have the device recalibrated otherwise they wanted the device out. It was noted that the patient had not heard from the manufacture representative. It was noted that the patient had called a lawyer and was told to keep trying to get in contact with the manufacturer before taking action. The patient did not understand why they had something in their back that was really not helping and was acting like a temporary machine and not being calibrated to help. If additional information is received, a follow-up report will be sent.